Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair the tip of the needle broke off after the sixth pass. The broken tip was stuck in the tendon and not retrieved. An x-ray was taken and it was confirmed the very small piece still remains inside the patient. The rest of the case was completed with another needle and the procedure was successful. The patient had a follow up appointment and there has been no complaints from the patient of additional pain or discomfort.